Event description:
It was reported that "a pre-loading failure occurred during use." No medical intervention required. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a pre-loading failure occurred during use." No medical intervention required. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The sample was returned empty without any clips. The returned sample was visually examined without magnification. Upon visual examination of the returned sample, no visible defects were observed. There was biological material observed on the device. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips. The last clip indicator was manually removed from the jaws. Upon engagement, the trigger did not appear to engage with the ratchet, indicating the trigger ears were broken. Additionally, when engaging the trigger no clicking sounds were made, further indicating the trigger ears were broken. The device was dissembled. The trigger ears were observed to be broken. The grease on the left handle was observed to be placed above the ratchet. There were small traces of grease around the ratchet. The right handle was observed to have the grease placed on the ratchet. The broken trigger ears were observed to be sheared on the ends indicating the handles were over compressed. No other defects were observed. The reported complaint could be confirmed based upon the sample received. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips. Upon engagement, the trigger did not appear to engage with the ratchet, indicating the trigger ears were broken. Additionally, when engaging the trigger no click sounds were made, further indicating the trigger ears were broken. The device was dissembled. The sample was returned with broken and compressed trigger ears. Additionally, the grease of one of the handles was observed to be placed above the ratchet. The probable root cause of the reported failure was determined to be the broken trigger ears. A DHR review was performed with no evidence to suggest a manufacturing related cause. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.